Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and after performing the reset, the cgm error did not recur. The customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.